Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that display screen had a black circle during fill cannula. Customers's blood glucose was 363 mg/dl and had been over 400 mg/dl. Troubleshooting was performed and insulin pump passed high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.